Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while reaming the acetabulum, the 52 mm got hung up. The end of the reemergence became disengaged from the end that attaches to the handle. The surgeon retrieved the end stuck in the acetabulum. It took him around five minutes to retrieve the broken piece. He did not see anything wrong with acetabulum bone and continued with the surgery. (B)(6) 2021: the grater head broke in two spots. The tooth broke off the grater head and the t where the grater handle attachment attaches to also broke off the grater head completely. There was no failure with the grater handle attachment.

Event description:
Additional information was received stating that there was no any adverse consequences that affected the patient because of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.